Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply connector was defective. The cause of the inability to stay powered is the defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.